Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. Treatment information was not reported. Dianeal therapy was discontinued and the patient was transferred to hemodialysis therapy. On an unreported date, the patient was discharged from the hospital and reported to be recovering from the peritonitis. Additional information is not available at this time.